Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104/dl code 203. The sd card was defective. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the defective sd card could not be positively identified. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient experienced an unknown defibrillation event consisting of one shock. The patient was reportedly lying down and was almost asleep at the time of the event. Due to a defective sd card, the patient's rhythm at the time of the treatment is unknown. The response buttons were not pressed during the event. The patient did not seek medical attention after the event and continues wearing the lifevest. There was no death or serious injury associated with the defibrillation event.